Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The machine alarmed and the leak was visually observed outside the fibers going to the drain port and blood going to drain. Blood test strips were used and they tested positive. Estimated blood loss was less than 50cc's. Patient did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The patient investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.